Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this event was received. The root cause of this event cannot be determined with the available information. It is unknown if patient related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The subject device is not available for evaluation as it was discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve was explanted due to aortic stenosis after an implant duration of approximately four (4) years and two (2) months and replaced with a 23mm non-edwards valve urgently and a patch was used. This valve was originally implanted for aortic valve replacement to treat aortic stenosis. At implant, there was no problem with the sutured area. After four (4) years and two (2) months, the patient felt chest pain. There was no remarkable observation on CT; however, stenosis was detected on echo. There was almost no calcification observed at explant. The explanted valve condition was well and there was no intact on the explanted valve. It was noted that the patient had a annuloplasty ring explanted from the mitral position within the same surgery. There were no adverse patient effects as a result of the valve replacement. The patient expired on postoperative day 1. The cause of death was due to heart failure. The doctor commented that there was no causal relation between the patient¿s death and the devices.

Manufacturer narrative:
Reference CAPA-20-00141.